Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va03knf, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. An MRI technician reported that thepatient¿s device was explanted in 2016 and the lead remained implanted. On (B)(6) 2019 the consumer reported additional information: the patient said when the ins was removed they couldn¿t get the lead out. Patient also reported it broke probably six months after it was put it. Patient said they were working out and heard a pop. Patient stated the doctor checked the device and said it was fine, but the patient knew it wasn't fine because she had frequent urination and return of bladder symptoms. Patient moved to another state and was seen by a manufacturer¿s representative (rep) and another doctor who checked the device and they said it was totally broken. Follow up was conducted with a rep who indicated that they were not the representative to see the patient and had no information regarding the event. There were no further complications reported or anticipated.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va03knf, implanted: (B)(6) 2012, product type: lead, ubd: 2016-10-05, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient was requesting MRI guidelines with consideration to the lead that was left in the body. Patient mentioned she did already have an MRI which was ordered by a doctor who did research on the topic and felt it was ok to proceed with MRI. However this was in a different state and patient is not longer seeing this doctor. No new events were reported during the call today. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.